Event description:
It was reported, the patient complained of discomfort. The bone was already healed and the surgeon suspected the discomfort could have been caused by the gamma nail, so surgeon revised.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device resulting in a malfunction or adverse consequence. Manufacturing documents did not reveal any deficiency of the device. The bone had healed after an implantation period of more than 3 years and no product issue was reported.

Event description:
It was reported, the patient complained of discomfort. The bone was already healed and the surgeon suspected the discomfort could have been caused by the gamma nail, so surgeon revised.